Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within spec. There was no battery alarms noted. The device was received with intermittent button response due to light moisture damage to keypad traces. There was no button error alarms noted. The device was received with minor scratches on lcd window. (B)(4)

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was greater than 200mg/dl. The customer states they took off the device to go swimming, when they came back the device read suspended. The customer states trying to replace battery, but then received battery error alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.